Event description:
It was reported a couple of months prior to report, a security guard used a wand over their implant and their device was turned off. Reference manufacturer report #3004209178-2013-17612.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).